Event description:
Dr was using the romano bone drilling system to perform a bankkart shoulder repair. Dr drilled four tunnels on the glenoid rim and effected the surgical repair. The procedure was accomplished with no apparent difficulty. After the procedure was completed, it was noted that one of the drill bits was missing-it was not found in the operating room. The physician was informed of this finding. Dr advised that he would x-ray the pt on the next followup visit. A week later the pt was radiographed and the drill bit was found to be embedded in the glenoid. Dr advised the pt and his parents of this condition and that no further action was required. He advised that many pts have metal hardware in their bodies as a result of surgical repair procedures.